Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Primary investigator submitted clinical request and reported that customer experienced hyperglycemia. Blood glucose level was 307 mg/dl at the time of incident. The safe basal given to the customer until the calibration was insufficient leading to mild ketones with mild nausea. Customer also did an infusion set change. No further details given. Insulin pump will not be returned for analysis.